Event description:
It was reported that an error code 1 was received during an unk case. The generator was replaced and the case was completed with no pt consequence. One device to be returned for repair.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the main pcb. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.